Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a total vaginal hysterectomy + bilateral salpingectomy + tension-free vaginal taping + cystoscopy procedure performed on (B)(6) 2019. On (B)(6) 2019 four weeks post-operation, the patient first reported infrequent burning pain in the lower left. Patient also experienced urinary hesitancy, urinary urgency and pelvic pain. Due to persistent post-operative pain, the patient was counseled and opted for tvt mesh excision. Medical records not the physician assessment that the patient pain postoperatively appears to be most consistent with pelvic floor dysfunction for which pelvic floor pt will provide the most benefit, but her urinary symptoms may be improved by tvt release. Discussed that tvt removal would be very unlikely to help with her pain. On (B)(6) 2019, she underwent tvt release/resection on the left side at which time it was noted that the tvt mesh did appear to be twisted on itself. Once the mesh was clearly identified it was dissected lateral to approximately the 8 and 4:00 on the periurethral tissue. At this point the intervening mesh segment, measuring 2-3cm in length, was excised and it resolved voiding dysfunction and improved the pain. On (B)(6) 2019, the patient was evaluated and reported residual intermittent sharp pain. The assessment was that the reason for the intermittent pain was unclear but it may be that the residual mesh in the anterior abdominal could be causing some discomfort. The nature of the pain suggest a possible irritation to the nerve. The pain became constant, and the patient felt it was from the mesh on the right side. On (B)(6) 2019, the patient signed consents and had tvt mesh excision. Right sided dissection performed and mesh dissected away, unable to be fully resected. Likely retracted back into retropubic space. The condition of the patient was stable and sent to recovery room. No complications reported. On (B)(6) 2020, patient returns for follow-up after second surgery to remove mesh from the right side of her tvt placement. She continued to have pain on the right side in addition to midline spastic pains from either bladder spasms or pelvic floor musculoskeletal hypertonicity. There was concern for nerve involvement in the fascial region of the mesh on the right, and an abdominal would be needed for further mesh resection. On (B)(6) 2020, patient had both arms of mesh removed. On (B)(6) 2020, the patient had a 3-week postop visit and reported improvement in her pain with ambulation but continued to have discomfort at the area located anterior to her right pubic rami.this is consistent with the hematoma previously palpated; palpation of this are continued to identify a hematoma. Local care with ice packs after activity and heat were recommended to help with reabsorption of the hematoma. As of (B)(6) 2020, the patient pain had decreased but there was still concern for pelvic floor dysfunction as contributing to her pain. She also reported some recurrence of her stress urinary incontinence. On (B)(6) 2020, the patient experienced sudden onset right inguinal pain that was reproducible with deep palpation. The assessment was that the pain was not gynecologic in origin and the patient was advised to follow up with her primary physician for the inguinal pain.

Manufacturer narrative:
Correction: blocks b5 and h6 have been updated based on the correction noticed. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient codes e1309, e2330, e0123 and impact code f19 capture the reportable events of urinary retention, pain, nerve injury and multiple surgeries. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a total vaginal hysterectomy + bilateral salpingectomy + tension-free vaginal taping + cystoscopy procedure performed on (B)(6) 2019. On (B)(6) 2019 four weeks post-operation, the patient first reported infrequent burning pain in the lower left. Patient also experienced urinary hesitancy, urinary urgency and pelvic pain. The patient had several visits to hospital and underwent several surgeries due to consistent pain. On (B)(6) 2019, she underwent tvt release/resection in the right and it resolved voiding dysfunction and improved the pain. Due to persistent post-operative pain, the patient was counseled and opted for tvt mesh excision. On (B)(6) 2019, the patient signed consents and had tvt mesh excision. Right sided dissection performed and mesh dissected away, unable to be fully resected. Likely retracted back into retropubic space. The condition of the patient was stable and sent to recovery room. No complications reported. On (B)(6) 2020, patient returns for follow-up after second surgery to remove mesh from the right side of her tvt placement. The patient had a rib tvt release with excision of left-sided mesh previously. This resolved her retention symptoms, and left-sided pain. Two weeks later the patient began experiencing increasing pain on the right similar to that on the left and therefore wanted to have an excision of the mesh on the patient right. On (B)(6) 2020, patient had both arms of mesh removed. Despite multiple surgical interventions, the patient still had to visit the hospital and complained of pain. This continued until (B)(6) 2020. Additionally, based on the case summary, the patient also claimed to have experienced erosion, roping and chronic pelvic pain. Boston scientific has been unable to obtain additional information regarding the event to date.